Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received diminished battery life as well as longer rewind and grinding noise. The customer¿s blood glucose was unknown. The customer stated that there is some moisture inside the insulin pump and that it rejected a new battery. The insulin pump will not be returned for analysis.